Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure, there was oversensing of noise that led to pacing inhibition with greater than two seconds of asystole on the right ventricular (rv) channel. The pocket was reopened where a lead to device connection issue was observed. The lead was removed the header, tested with a pacing system analyzer (psa) and reconnected to the pacemaker. No additional adverse patient effects were reported and the rv lead and pacemaker remain in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. No noise was noted on the e-grams and event markers. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits.the device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The pacemaker was explanted over two years later during an upgrade procedure to a cardiac resynchronization therapy pacemaker (crt-p). The pacemaker was returned and underwent analysis.